Event description:
On (B)(6) 2015, it was reported to animas that the pump had a motor/rewind issue. The reporter stated that the rewind function was slow. There was no adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Follow-up #1: date of submission 04/28/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box showed no evidence of rewind alarms. The pump was exercised for 24 hours and the rewind issue complaint was not duplicated. The pump case was removed for further investigation and no internal damage was observed. The investigation was completed with the returned battery cap.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.